Event description:
It was reported that balloon rupture occurred. The 100% stenosed, target lesion was located in the mildly tortuous and moderately calcified superficial femoral and below the knee artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
B5 - updated describe event or problem.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed, target lesion was located in the mildly tortuous and moderately calcified superficial femoral and below the knee artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported. It was further reported that the balloon inflated twice before it ruptured and there were no fragments left inside the patient's body.